Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was implanted after the device expiration date.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell and underweight device. A visual and microscopic analysis were performed which identified a sharp broken on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side due to an unidentified tear opening.

Event description:
Physician reported ¿left breast" has completely ruptured. The device has been explanted. This record represents the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ¿left breast has completely ruptured. The device has been explanted. This record represents the left side.